Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference 2182269-2016-00063, 2182269-2016-00062. During an atrial fibrillation cryo ablation procedure, a pericardial effusion occurred on the left side of the heart. Transseptal puncture was completed and mapping and ablation were performed with a non sjm ablation catheter. A pericardial effusion was noted via intracardiac echocardiogram and a pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.